Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary line was connected to the primary set appropriately. When the clamp on the secondary tubing was opened, the secondary flowed into the primary bag, not into the patient. A previous shift had reported the issue to the reporter but had continued to use the tubing. The customer suspects a check valve failure.